Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported hearing a distorted noise and then feeling a small piercing sensation before not being able to hear anymore with the device. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported hearing a distorted noise and then feeling a small piercing feeling before not being able to hear anymore with the device. Re-implantation is scheduled.